Event description:
It was reported that there was a device related thrombus. In (B)(6) 2018, a left atrial appendage (laa) closure procedure was performed. A watchman laa closure device was successfully implanted in the laa of the patient. The 45-day follow-up procedure showed the device looked good and the patient was taken off their blood thinners at that time. The patient had a history of esophageal cancer. Sometime in the past 6 months this patient had a computed tomography (CT) scan performed as their cancer had spread to their lungs. On the CT it was noted that a thrombus had formed on the closure device. The device placement was very good and was right at the ostium. There was no shoulder or anything to note with the device. There were no adjustment to the patients medication due to this event. It was noted that the patient was in a hypercoagulable state due to cancer radiation and chemotherapy. At an unknown time this patient expired with the cause of death being cancer related.